Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient called the manufacturer representative on the day of the report and was seeing a power on reset message on the implantable neurostimulator recharger. No external factors were noted which may have led to the issue. There was no battery discharge. The patient is meeting with the manufacturer representative on (B)(6) 2019 to clear the power on reset message. There were no patient symptoms or complications reported.